Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The properly seated softclix lancet protrudes past the end cap after pushing the release button. No adverse reactions reported. Replacing and returning softclix lancet device.